Event description:
It was reported that noise and high threshold were observed. During the extraction procedure, the patient's lung was perforated. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that prior to explant the lead exhibited a decrease in sensed r-wave amplitudes.